Event description:
It was reported that the patient presented for a lead revision procedure. Prior to the procedure, it was noted that the right atrial (ra) lead exhibited noise oversensing, low pacing impedance and insulation breach. Information received indicated the insulation breach was noted due to noise on the atrial lead and a decrease in impedance. The ra lead was capped and replaced (B)(6) 2025. The patient was in stable condition throughout the procedure.